Event description:
It was reported that following a sling procedure in 2009, the patient experienced retention. As of 2009, patient remains in retention. Additional information has been requested but not yet received.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instruction for use states in the adverse events section that complications associated with the proper implantation of the urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. Precautions section states that post-operatively, the patient is recommended to refrain from heavy lifting and/or exercise (ie, cycling, jogging) for at least three to four weeks and intercourse one month. 2119 = 'l'. 1526 = "nl".